Manufacturer narrative:
(B)(4): physio-control evaluated the device and observed that it would not operate on ac or dc power. Physio replaced the power supply assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed power supply assembly at the failure analysis center and determined the cause for the no ac operation to be a failure of the power supply module's ac power supply, transistors q1 and q2 were shorted and fuse f1 was open. However, the reported not battery operation failure was not duplicated during further testing.

Event description:
It was reported that the device would not power on ac or dc power. There was no pt use associated with the event.